Manufacturer narrative:
H3: evaluation summary: the stem fractured after 11 years. Weight and activity level of pt unk. H6: evaluation codes: the stem fractured approx 40mm from the distal tip. The affected dimensions meet requirements. The mfg records and lab records are in order. A slight amount of pmma coating remains proximally.

Event description:
Femoral stem fractured requiring revision surgery to remove and replace.